Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited no image was displayed due to corrosion on plug unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited an endoscope b30 (scope communication error). The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.